Event description:
In review of a published literature, these findings were noted. The article was published of the "european journal of vascular and endovascular surgery, volume 48 issue 1 p. 29-37 july/2014. From january 2009 to august 2012, 18 patients underwent pg-evar, nine for saccular d-aaa and 9 for bciaa. 17 pts were male, presenting a median age of 77 years (range 66-88years). Pt # 15 received an pxc121400 in the right iliac and pxc 121400 in the left iliac artery , a post-operational type ii endoleak and a acute respiratory distress syndrome (ards) was observed. The type ii endoleak was still existing at 12 month and a aneurysm growth was reported about 5mm. The patient died form pancreatic cancer at 15 month post op. As the article was accepted march 20, 2014 , this date will be used as the date of event.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the supplemental report.

Manufacturer narrative:
The patient passed away on an unknown date due to pancreatic cancer. Lot/serial numbers are not available, therefore, a review of the manufacturing records can not be done.